Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female, severe, long") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure ("device failure"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), abnormal uterine bleeding ("abnormal uterine bleeding, severe, long"), sexual dysfunction ("sexual dysfunction") and psychological trauma ("unspecified psych injury"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding, pelvic pain, psychological trauma and sexual dysfunction to be related to essure administration. The reporter commented: intention to remove essure. Impact on lifestyle. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female, severe, long") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure ("device failure"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), abnormal uterine bleeding ("abnormal uterine bleeding, severe, long"), sexual dysfunction ("sexual dysfunction") and mental disorder ("unspecified psych injury"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding, mental disorder, pelvic pain and sexual dysfunction to be related to essure administration. The reporter commented: intention to remove essure. Impact on lifestyle. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: the information was received on (B)(6) 2022. Event unspecified psych injury added. Case was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.